Event description:
Customer reported the panorama central station shut down during a thunderstorm, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power supply. System was safety tested to factory's specifications.